Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing a burning sensation at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg pocket was reloacted, resolving the issue.